Event description:
New information received notes that the pacemaker was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The reported events of oversensing, and pacing problem were not confirmed. Final analysis found that, the device was received with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality, and output signal analysis found normal pacing parameters. Further sensitivity test performed at most sensitive settings measured normal results. Additionally visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited far r-wave oversensing which triggered an inappropriate automatic mode switch. Programming changes were discussed but not made. There were no patient consequences.